Event description:
Healthcare professional reported right side leakage, and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side leakage and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. A piece of missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported right side leakage, and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported right side leakage, and capsular contracture baker grade ii. Device has been explanted.